Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer stated that their blood glucose rises over 400 mg/dl. Customer's blood glucose level was 410 mg/dl and 417 mg/dl. It was unknown that auto mode feature was active or not at the time of event. Customer declined the troubleshooting for high blood glucose level. The device will not be returned for analysis.